Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacer was received with normal interrogation, no output and battery voltage at end of life (eol). The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No other anomalies found.

Event description:
Additional information received indicated that the pacemaker exhibited premature battery depletion.

Event description:
It was reported that the patient was presented in the emergency room with palpitation, difficulty in breathing and the patient lost conscious. Upon interrogation, the pacemaker was at elective replacement indicator (eri). The pacemaker was explanted and replaced. The patient was in stable condition.